Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred and that the touchscreen is intermittently grey and unreadable. The customer will continue to use the current pump for insulin therapy. Customer¿s blood glucose level was 189 mg/dl.

Manufacturer narrative:
The failure investigation for malfunction has been completed and the alleged issue was verified. The touch screen issue however could not be verified.